Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath was selected for atypical flutter ablation procedure. During the procedure when the guidewire was introduced through the faradrive sheath through the femoral access, due to very tortuous femoral access transseptal puncture was not possible. Thus, the system was removed. Once removed bent was noted on the guidewire due to tortuous femoral access. Thus, physician deceived to use a conventional needle and sheath as they are thinner to complete the transseptal puncture. Thus, procedure was completed successfully after the device was replaced. No patient complication was reported. The device is not expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath was selected for atipical flutter ablation procedure. During the procedure when the guidewire was introduced through the faradrive sheath through the femoral access, due to very tortuous femoral access transseptal puncture was not possible. Thus the system was removed. Once removed bent was noted on the guidewire due to tortuous femoral access. Thus physician deceived to use a conventional needle and sheath as they are thinner to complete the transseptal puncture. Thus procedure was completed successfully after the device was replaced. No patient complication was reported. The device is not expected to be return for analysis. It was further reported that the issue was with rf wire. The rf wire bent due to patient femoral vein tortuosity was not able to cross the septum even after multiple attempts were made. The faradrive sheath also bent due to patient anatomy.

Manufacturer narrative:
Additional information added to b5: describe event or problem and device code. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.